Event description:
It was reported that immediately post procedure, acute thrombosis occurred. The 70-80% stenosed lesion was located in a non-calcified and non-tortuous right coronary artery. The lesion was predilated with a 2.5x12mm apex balloon. A 3.00x38mm taxus liberte¿ long drug eluting stent was advanced to the lesion and deployed. The lesion was post-dilated with a 2.5x12mm apex balloon. Five minutes post procedure the patient experienced st elevations and the distal third of the stent was 100% occluded with thrombus. A thrombectomy catheter was used to remove the thrombus and the lesion was again post-dilated with a 2.5x12mm apex balloon. 5000 units of heparin were given during the procedure and 60mg of effient was given post-procedure. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).